Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the insole "caused pain or trauma - wound got larger on left lateral plantar foot... Patient is in wound care to treat - there is no pain due to neuropathy".